Event description:
It was reported the device had a biomed alarm. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Tamper seal on plunger was missing and tamper seal inside the battery compartment was broken. Cracked top case (under tube holder and front right lower corner), right plunger case (on the side) and bottom case (l bracket area). System failure: force sensor test. Device was tested using the power up process. Fluid ingression was found inside the plunger case and cracks were found on the left plunger case's screw boss. The root cause was attributed to the customer. The manufacturer replaced force sensor and left plunger case. Performed all functional test which passed.